Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the power switch failure was damage because the operation force and frequency of use exceeded anticipated operating conditions. A design change to the power switch has been implemented since the release of the subject device.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the user facility for an onsite service visit. The fse replaced the power switch to resolve the reported problem. No further investigation was performed.

Event description:
A user facility reported to olympus that their clv-190 power switch was broken, preventing the device from being turned on/off using the button. The facility reported that the device needs to be plugged in to turn it on and to turn it off the device needs to be unplugged. There was no patient involvement and the reported phenomenon was not observed during a procedure.